Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the patient having reported end of service (eos) alarm and that their battery died and if this was referring to the motor stall event or if the pump reached eos prematurely, the hcp assumed the patient was referring to the motor stall event. It was further noted that after the pump stalled, and then it eventually (apparently) started working again without anyone knowing until the empty reservoir alarm sounded. Telemetry reflected 0.4 ml (expected) but the nurse got 4 ml actual from the pump. It was noted that technically they missed the scheduled refill due to the pump having stalled, but it had restarted unknowingly. The manufacturer representative that would know the status of the device was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal prialt 10 mcg/ml at 5.001. Max 6.877 mcg/day via an implantable infusion pump. It was reported the patient was not able to give herself a bolus on (B)(6) 2020, and now on the date of this report, she was able to give herself one. It was further reported, on (B)(6) 2020, the patient called and reported that her personal therapy manager (ptm) displayed code: (B)(4). The hcp contacted her home infusion company who stated to schedule a replacement as soon as possible. The soonest that the replacement could be scheduled was (B)(6) 2020. It was noted the patient just called the hcp as she was now able to give herself a bolus today. The hcp was not sure what was going on with the pump. It was discussed that the code 8476 was the motor stall code and what happened was that the motor stall likely recovered, and that was why the patient was able to give herself a bolus. The hcp was unsure if the patient had an MRI, or magnetic exposure on (B)(6) 2020, and the last time she saw the patient was on (B)(6) 2020 for her refill. The patient had been in "terrible pain" since (B)(6) 2020, and had been given tylenol-4 for pain coverage. It was discussed to have someone go read the pump logs to see if the pump was going through a series of motor stalls and recoveries and considering minimum rate so that she did not get over/under infusion from the pump stalling, and starting back up again. The hcp would go see the patient tomorrow on (B)(6) 2020, and contact the managing physician.

Event description:
Additional information was received from the device manufacturer representative indicated that the device was in possession of the hospital.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported the cause of the motor stall was not determined. The pump was replaced as the eri (elective replacement indicator) was at three months. The return status of the device was unknown to the hcp. The hcp reported the patient called the refill nurse on 15-oct-2020 to report the pump was alarming every 10 minutes for 3-5 days. The patient's ptm showed the 8476 motor stall code at this time and the patient complained of increased pain. The eri was at three months. A pump replacement was ordered at this time since the pump was reported as stalled. On 19-oct-2020 the patient reported to the refill nurse that the eos (end of service) alarm stopped sounding and they were in tremendous pain since the battery died. The patient was scheduled to see their midlevel provider that week to possibly prescribe pain medication and obtain authorization for replacement as soon as possible. On 20-oct-2020 the patient had a telehealth meeting with the physician's assistant and a butrans patch was prescribed. On 13-nov-2020 the patient phoned the refill nurse and said they had been hearing some sort of alarm on the hour every hour since they had last spoken. The patient attempted to administer a bolus on her ptm and was successful. The p atient had been able to administer boluses every six hours. On 14-nov-2020 telemetry was obtained and reflected code 325 (empty reservoir) and code 326 (low reservoir). The pump was refilled with prialt at this time. The pump was replaced on 24-nov-2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.